Manufacturer narrative:
Additional summary: the device has not been returned in its original packaging. Visual evaluation revealed that the active tip of the device is cracked in two places and the shaft of the device is slight twisted at the proximal end. No functional testing conducted due to the condition of the device. Closer inspection of the fracture surfaces of the electrode shows evidence of a brittle failure, with no evidence of failure due to a mechanical force. The failure location, mode and method indicate failure due to surface (hydrogen) embrittlement. The cause determined as user/use error or wrong handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was the broken piece of the loop retrieved from the patient? Yes. What was the procedure being preformed? Endometrial resection. Date of procedure? (B)(6) 2019. Was any medical/surgical intervention and/or treatment rendered? The procedure was completed with another device.

Event description:
It was reported that the patient underwent an endometrial resection on (B)(6) 2019. During the procedure, the loop fell off and was retrieved from the patient. A new loop was used to complete the procedure. There were no adverse patient consequences reported.